Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there were no actions or interventions performed regarding the reported issue as they were not needed during that point of the patient's care. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that he previously received a call from a doctor's office regarding a patient that had the battery voltage go up between appointments. On (B)(6) 2016 the battery voltage was 2.73 volts and on (B)(6) 2016 it was 2.84 volts. The rep mentioned that electrode 0 was greater than 4,000 ohms, but was not being used. The patient's indications for use were unknown. No patient or device information was provided. The cause of the high impedances and if any actions were taken was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.